Event description:
Per complaint (B)(4), implant failed to integrate. Patient experienced pain and inflammation.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.